Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio downloaded the device's electronic records from the event for review. Physio was able to confirm that there were four shock attempts, all with "abnormal energy delivered" messages.   Physio-control performed a clinical assessment of the event and determined that the device use may have contributed to the patient's outcome because the patient was in prolonged ventricular fibrillation, during which, four shocks were delivered, all logged as abnormal energy. During the device evaluation, physio-control was able to duplicate the reported issue and replaced the main keypad assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that during a patient event where the patient was in cardiac arrest, the paramedic attempted to deliver a defibrillation shock to the patient; however, after pressing the shock button, a message indicating "abnormal energy delivered" message appeared on the device display. The customer observed that one of the device batteries was in a low state of charge and they changed the battery during the event.  With the new battery installed, another defibrillation shock attempt was performed and the customer reported that the device still displayed the "abnormal energy delivered" message. The patient, a (B)(6)-old female, had return of spontaneous circulation and was admitted to the intensive care unit with terminal cancer.  The patient passed away two days later.

Manufacturer narrative:
Correction information: additional MFR narrative of the initial medwatch report indicates: physio-control evaluated the customer's device and verified the reported issue. Physio downloaded the device's electronic records from the event for review. Physio was able to confirm that there were four shock attempts, all with "abnormal energy delivered" messages. Physio-control performed a clinical assessment of the event and determined that the device use may have contributed to the patient's outcome because the patient was in prolonged ventricular fibrillation, during which, four shocks were delivered, all logged as abnormal energy. During the device evaluation, physio-control was able to duplicate the reported issue and replaced the main keypad assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The initial medwatch report indicates: initial reporter occupation - paramedic. The initial medwatch report should have indicated: initial reporter occupation - risk and safety specialist. Supplemental information: physio-control has performed additional extensive testing of the device.  Through this testing, physio was unable to conclusively determine the cause of the reported issue.